Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was keeps failing. A field service engineer replaced all 8 latches with new style latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door was kept failed. The customer reported that the malfunction was occurred when the user tired to issue medication to the patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.